Event description:
Pt revised because of malpositioning of the acetabular cup causing dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the available device history records did not reveal any related manufactruing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.